Manufacturer narrative:
The user facility also reported that their processor experienced a fault 36: filter pressure too low. A steris service technician inspected the processor and found that a water leak from the connection block and thermocouple compression had dripped down onto the air compressor. The water making contact with the air compressor caused the component to not operate properly and emit the burning smell as reported by the user facility. When water made contact with the air compressor, the compressor could not generate enough pressure thus causing the fault 36. The technician repaired the processor, ran a test cycle, and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that a burning smell was emitting from their processor. No report of injury or procedural delays or cancellations.